Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that cgm displayed malfunction alarm labeled cgm error 42 on g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received complete pump reset instructions, was guided through pump reset, and after reset pump no longer displayed cgm error; no additional information was received regarding the outcome of the event.